Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 14-may-2024. H.6 investigation summary: bd received twenty-one (21) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for gel air bubbles before use with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of gel defects was not observed. Complaints for sample quality are under statistical control for the month of april 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles- before use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance plus blood collection tubes, twenty (20) tubes had an additive abnormality. No further information was provided. There was no report of patient or user impact.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance plus blood collection tubes, twenty (20) tubes had an additive abnormality. No further information was provided. There was no report of patient or user impact.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.